Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - aviva plus test strips, lot number - unknown. (B)(6) - spirit comb, serial number - unknown.

Event description:
Caller reported patient was hospitalized due to elevated blood glucose level. Caller alleges the pump is not delivering insulin correctly. Caller reported patient was taken to the hospital on the evening of (B)(6) 2014. Caller stated patient was released on (B)(6) 2014. Caller reported patient was receiving readings of hi on the meter prior to going to the hospital. Caller reported patient's blood glucose level at the hospital was 700 mg/dl. Caller stated patient was treated with an injection of insulin and placed on an IV of fluids to rehydrate him. Caller reported she believes the pump is the reason patient has been experiencing elevated ketones and blood glucose. Caller alleges the pump is not giving the patient the correct amount insulin during both basal and bolus delivery. Requested return of the alleged pump for evaluation; replacement was not sent based on caller's request.